Event description:
On (B)(6) 2011, pt reported the audio-signal of the infusion device is defective. This has occurred intermittently over the past month when the infusion device gives confirmation beeps during bolus delivery. The correct bolus amounts are listed in the infusion device history, and the buttons function as intended. Infusion device was not dropped. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.